Manufacturer narrative:
The stn# is 125219. Additional lot#: 7018010/03.

Event description:
The customer reported weak false positive reactions of a sample with seraclone anti-a art.-no. (B)(4), lot 7018010-02 and 7018010-03. The customer has sent us the pt sample but not a vial of the complained reagent lot. Therefore, the pt sample was tested with retention samples in the immediate spin method. The reactions were clearly negative. Only during a longer incubation at 4 degree c - which is not according to the info provided in the instruction for use - weak positive reactions were observed. Unfortunately, molecular typing of the abo blood group was not possible because the pt sample did not contain suited cells for that. Testing of the quality control laboratory confirmed the correct function of the affected seraclone anti-a lot. A review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained product.